Event description:
It was reported that a total of 11 coils were used for collateral circulation embolism procedure. During procedure, the subject coil could not be advanced, and it was prematurely detached several centimeters from the hub due to the resistance in the microcatheter. The procedure was completed with other coils without adverse consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore physical and functional tests could not be performed. Based on the information currently available, an assignable cause for this event cannot be determined.

Event description:
It was reported that a total of 11 coils were used for collateral circulation embolism procedure. During procedure, the subject coil could not be advanced, and it was prematurely detached several centimeters from the hub due to the resistance in the microcatheter. The procedure was completed with other coils without adverse consequences to the patient.